Event description:
It was reported that this electrode was observed to have dislodged two days post implant. It was reported that there was a possibility that the implant location was larger in size as the tunneling process was performed several times during the implant procedure. It was noted that the electrode was initially implanted using the two incision technique. A revision procedure was performed. The electrode was successfully repositioned using the three incision technique. No additional adverse patient effects were reported. This product remains in service.